Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was instructed to continue using it. Caller understood the guidance to call back if the issue recurs.